Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ asr revision to take place on (B)(6) 2013. Hip(s) to be revised: right; type of hip replacement product: asr xl; reason(s) for revision: pain. Requested correct lot number added 14 march 2013. Surgeon confirmation form received however lot numbers are same as confirmed on claimsuite - no match found on jde. Update - updated original surgery date taken from claimsuite dated 17th september 2013. Update - marked as legal, added additional hospital, updated surgery date and added lot number to head. Taken from kennedys dated 6th jan 2014. Update - amended surgery date, added manufacturing/ expiry dates and all mw fields. Taken from claimsuite dated 20th jan 2015. Surgery date: (B)(6) 2008.